Manufacturer narrative:
Concomitant medical products: 3889-28 mgu lead, implanted (B)(6) 2015; 3058 mgu ipg, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for out of range superior vena cava (svc) coil impedance. Intermittent rise of svc coil impedance and noise of the rv lead were noted. The svc coil was turned off, and the rv lead remains in use. The patient is enrolled in the adaptresponse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an svc coil fracture. The rv lead was capped and replaced.